Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer noticed minimed mobile application was unresponsive and was not able to used it alone . No harm requiring medical intervention was reported. It was unknown about troubleshooting. The insulin pump will not be returned for analysis.